Event description:
It was reported that all components were explanted due to inadequate stimulation. No device malfunction was suspected. The explanted products will not be returned per hospital policy and patient was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred on the implant date. Additional suspect medical device component involved in the event: model number/catalog number: sc-8416-50, serial number: (B)(6), batch/lot number: 7072338, model/catalog description: artisan MRI paddle lead 50 cm, unique identifier (UDI) #: (B)(4).